Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This pacemaker was successfully replaced. Other than the surgical procedure no adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This pacemaker was successfully replaced. Other than the surgical procedure no adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific. Additional information indicated that this pacemaker was electively explanted and replaced by the physician. Therefore, this device was explanted with no allegation. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.